Event description:
The customer contacted philips healthcare to report that the defibrillator display had missing segments and "burn images". There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.